Event description:
A health care professional stated that an unresponsive patient with severe ketoacidosis and vomiting was given 2 bags of d-50 based on a blood glucose result of 23 with the suspect device. Laboratory analysis of a sample taken at this time gave a result of 263. Device labeling indicates that low results may be obtained with the device in cases of hyperglycemia/hyperosmolarity with or without ketosis.